Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is defective.associated malfunction for this device: power switch defective, product tank leaking.